Event description:
It was reported to boston scientific corporation that after the first leg assembly of an uphold vaginal support system was thrown through the sacrospinous ligament, the capio cage failed to release the needle. This was the first throw with the capio device, and the cage did not appear to be bent. As the physician struggled to free the needle from the cage, the dilator detached approximately 3-4 cm above the suture. Nothing fell loose into the patient. The procedure was completed with another uphold, with no complications to the patient, who was fine at the conclusion of the procedure.